Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01, ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead measured low impedance in bipolar mode and high capture threshold. When the lead was programmed to unipolar mode, far field r-wave (ffrw) oversensing was observed, but the lead was left in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.